Event description:
Information was received from healthcare provider (hcp) via multiple sources (service repair, manufacturer representative) regarding a endoscope used on patient having depressurization/ micro endoscopic discectomy (med) therapy for lumbar canal stenosis (lcs). It was reported that black spots were found on the instrument during surgery, which resulting in poor visibility. There was no patient symptoms reported and there was no delay in overall procedure. There were no further complications reported regarding the event.

Manufacturer narrative:
B3: event date is unknown. G2: country of event- japan. H3: product analysis # (B)(4): product:9560100, lot no:1748481: air the requested phenomenon was observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: lot no updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.